Event description:
Information received from moog service center in (B)(6) indicates that pump infused 7.13ml at 15ml during testing.

Manufacturer narrative:
Investigation by moog service center in (B)(6) found that pump failed volumetric accuracy test greater than 20%. Pump motor and pcb board were replaced and pump passed accuracy test. This MDR is being submitted because this device is similar to a device marketed in the united states.